Manufacturer narrative:
Corrected h.6 investigation conclusion. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9-1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the exact cause of the increased gradient across the valve is unknown but after a review of the medical records provided, the information seems to indicate the increased gradient may have been a result of the valve not being fully expanded within the patient's conduit during the original implant. The post-dilation of the valve appears to have resolved this issue. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, the patient received a 23mm sapien xt valve in 2019 within a graft conduit via transaortic approach via sternotomy. The valve was secured in position with sutures around the top of the stent, and on both left and right of the graft to secure the valve in position. Approximately 2 years later they present with elevated gradients. The valve was post-dilated with improved gradients. The plan is to watch the patient at this point going forward with no plan for further treatment at this time. The physician also noticed some leaflet thickening at the time. Medical records were received for review. Post implant in 2019 there was no stenosis or insufficiency observed. Trivial pvl was noted below the valve in the lvot region. Tte performed 1-year post implant showed no increased flow velocity across the aortic valve from the apical views and mild flow acceleration from suprasternal notch views (2.2m/s). There is trivial to mild pvl along the ventricular septum which appears stable compared to the prior echo. Tte performed approximately 2 years post implant showed significantly limited excursion of the left and non-coronary leaflet. Moderate to severe obstruction with a mean gradient of 40mmhg was noted. Mild pvl along the ventricular septum appeared stable compared to the prior echo. There was mention of a possible additional valvular leak. In the physician's opinion, 'the valve measured 23mm which likely represents suboptimal dilation of the valve which was intended to be 26mm.' Initially, a 18mm balloon was used to balloon the aortic valve in an attempt to simply 'free' the frozen leaflet. The gradient across the valve was unchanged after this dilation of there is no aortic valve insufficiency by angiography, so the decision was made to increase to a 24mm balloon. After use of the 24mm balloon, gradient of 37mmhg was observed with no aortic valve regurgitation by angiography. Then, the decision was made to dilate the valve to its intended size of 26mm. A 26mm balloon was centered over the valve and again with rapid right ventricle pacing achieving full inflation. The remaining gradient across the valve was approximately 25mmhg with no aortic valve regurgitation by angiography. The final diameter of the valve was 26mm. The post dilation was a success.

Manufacturer narrative:
A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9-1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the cause of the increase in gradient across the valve cannot be determined from the information available; there is no actual report of valve thrombosis or other cause for the reported event. Multiple attempts have been made to obtain additional information but, to date, no information regarding possible causes have been provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, the patient received a 23mm sapien xt valve in 2019, approximately 2 years later they present with elevated gradients. The valve was post-dilated with improved gradients. The plan is to watch the patient at this point going forward with no plan for further treatment at this time. The physician also noticed some leaflet thickening at the time.